Event description:
Bilateral breast augmentation 11 yrs ago with silicone implants possible submuscular position. Pt now has ptosis and capsular contractures and desires revisional breast surgery. Left baker's iii capsular contracture, right baker's ii capsular contracture. Pt underwent removal of bilateral silicone implants and capsulectomies. Bilateral subpectoral conversion with saline implants. Both silicone implants were removed intact with no apparent leaks or damage. Implants given to pt.